Event description:
It was reported that the patient presented in-clinic for a follow-up visit. Upon interrogation, there was noise on the competitor's right ventricular lead. The device was reprogrammed and noise was resolved. The patient was fine before, during and upon leaving the clinic. No adverse consequences to the patient. The patient will be monitored normally.